Event description:
A malfunction was reported on the pump with no notable events occurring prior. There was no adverse impact on the customer's blood glucose level. Tandem technical support provided pump reset information and assisted with the reset, but the malfunction recurred. Subsequently, technical support arranged for a replacement pump, ensured the customer had backup insulin therapy, and provided necessary instructions for returning the defective pump and setting up the new one. The customer understood and acknowledged all provided information and steps required for transitioning to the replacement pump.